Event description:
During the procedure, the physician was using an ultrasonic scalpel when the tissue pad melted off and was retrieved. No patient injury was reported.

Manufacturer narrative:
Inspection of the returned device revealed the separation in the tissue pad occurred through the center of the pad, suggesting that the scalpel blade was closed and activated without tissue present. The instructions for use state, "take care to avoid application of pressure between the blade and tissue pad without tissue present." Damage to the device can occur if the device is activated without sufficient tissue between the blade and tissue pad. Evidence supports the most likely cause for this event is mishandling/misuse. The device history records indicates that this device met all applicable inspection criteria and was capable of functioning properly prior to release.